Event description:
The following has been reported: customer reporting the upstream occlusion sensor is very sensitive. Reporting as a conservative measure. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. During external inspection and tests, it was observed that upstream pressure reading fluctuates when pressure is not applied, pole clamp assembly found dirty, pump also found dirty and one latch on door found broken. The upstream pressure sensor and the door were changed and sent to brezins for further investigation. At the reception, it was confirmed that the door hooks was broken. Functional cross testing were carried out on the upstream pressure sensor. All performed successfully and within our specifications without triggering any technical error or seing variations. A mishandling issue is suspected as a potential root cause of this event by the damage of the upstream door hook, which would have caused the upstream sensor to malfunction. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.